Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during the patient's routine follow up, the right atrial lead exhibited high pacing threshold measurements and intermittent sensing. Based on the additional information obtained from the field representative, the lead was dislodged and was sitting on the tricuspid valve. Upon lead removal, presence of tissue buildup around the helix was noted. The lead was explanted and was replaced with a new lead. No adverse patient effects were reported.